Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was a crack near the bottom of the long catheter, resulting in fluid leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: when the needle is removed during the puncture process, there is a crack in the position near the bottom of the long catheter, resulting in fluid leakage.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was a crack near the bottom of the long catheter, resulting in fluid leakage. The following information was provided by the initial reporter, translated from chinese to english: when the needle is removed during the puncture process, there is a crack in the position near the bottom of the long catheter, resulting in fluid leakage.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the microscopic observation of the submitted sample identified damage to the catheter tubing that has characteristics that indicate the tubing may have been scratched by the tip of the needle. A review of the manufacturing process was unable to locate any opportunities for our processes to generate this type of damage. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.